Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
3 of 3 reports - other mfg report numbers: 3004608878-2019-00149, 3004608878-2019-00150. A sales representative reported on behalf of the physician that there are several issues with the dermatome (ID 3539700 - padgett model s slimline electric dermatome) switch on/off button hard, sometime very difficult to switch on. Adjustment of deepness also very difficult to do. Wrong assembly of the device after sterilization which conduct to deeper graft. Customer ask a training for sterilization staff and nurse to avoid this. Consequence: the graft was deeper and heterogeneous. The issue increase the surgery time of 30 minute.

Manufacturer narrative:
Additional information: no consequence for the patient because: issue was detected before use of dermatome when checking thickness (especially the case with two join on the same screw and none on the other screw) the graft was stopped when the head of the dermatome unscrewed spontaneously. We continue the graft when screwing the dermatome so no consequence for patient except increase of surgery time and anesthesia for weak patients with several pathologies in intensive care.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
DHR: no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Failure analysis: upon evaluation it is found that thumb switch is blocked, guard clip, width clips 2", 3", 4", screwdriver, calibration gauge and wrench are missing, eccentric screws and cap are worn off, gauge bar has scratches and some of the small part are wasted. Root cause: major impacts on eccentric screws, thumb switch is likely the cause of the issue.